Event description:
It was reported the device was used during a tapp hernia procedure. It was reported by the affiliate that the staples were malformed and they jammed. A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Tracking #.46208. Date sent: 11/10/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported incident, "staples were malformed and they jammed," may have been caused by excessive body fluids in the cartridge and the cartridge nose. The instrument was rec'd with excessive dried body fluids in the cartridge track and nose. The staples would not advance due to an adherence of the body fluids in the track. No deformity could be identified during the examination.